Manufacturer narrative:
Other device involved in this event: (B)(4) -pump / catalog number:1103 / expiration date:01/31/2019. Device available for evaluation?: no. No, not returned to manufacturer. Device manufacture date: 01/31/2017. Labeled for single use?: yes. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke, neurologic dysfunction and respiratory dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex peri and post-operative course. In this case, it appears that the patient may have developed issues with the intra and peri-operative use of heparin. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient failed to be extubated two days after having been implanted with biventricular vads. In addition, the patient was not able to follow commands and was febrile. A computerized tomography (CT) scan was concerning for acute infarct without evidence of intracranial hemorrhage, midline shift or hydrocephalus. A head CT angiogram revealed patent vessels without evidence of significant stenosis, proximal cut-off or aneurysmal formation. As of the date of this report, cultures were negative. The site had plans to perform a bronchoscopy and was treating the patient for heparin-induced thrombocytopenia. No further information was provided.

Manufacturer narrative:
Additional information received indicates that the patient's computerized tomography (CT) scan was suggestive for cardioembolic stroke. The site further reported that the patient was slowly recovering and responding with plans to discharge him to a rehabilitation facility. The patient's medical team reported that there was no evidence of a device related issue associated with this event. No further information has been provided. After further review of additional information received the following sections have been updated accordingly. (B)(4) - battery ; (B)(4). Not returned to manufacturer. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.